Event description:
During a da vinci-assisted unilateral inguinal hernia repair procedure, it was observed that the tip of the force bipolar instrument was broken and the staff was unable to remove the instrument through the cannula. It is unknown what surgical task the surgeon was attempting to perform when the instrument issue occurred. It is also unknown if the instrument was grasping tissue at the time the event occurred. The instrument was removed simultaneously with the cannula and the arm. However, upon removal of the instrument, the tip of the instrument caused a small cut near the port site. According to the initial reporter, the surgical staff possibly repaired the cut with sutures while closing the post site incision also with sutures. The surgical staff did not report any system error during the case. The surgical procedure was completed robotically. On (B)(6) 2022, additional information was provided by an intuitive surgical, inc (isi) clinical sales representative (csr) from the surgeon. There was no report of a system malfunction except for the force bipolar instrument breaking. The instrument was inspected prior to use and no damage was noted. As the force bipolar instrument was being removed with the cannula, the instrument caused a small cut/tear on the subcutaneous layer of the port site. The removal of the instrument caused a delay of ten minutes and there was minimal blood loss of less than 100 ml from the port site which no blood transfusion was required. The patient is stable and has been discharged. The instrument has been discarded. No post-operative complications have been reported.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia repair surgical procedure, the tip of the force bipolar instrument was found to be broken. As a result, the instrument could not be removed through the cannula. The surgical staff had to simultaneously remove the instrument with the cannula and during this process, a small cut/tear near the port site occurred. The injury was possibly repaired with sutures. At this time, the cause of the customer¿s reported failure mode is unknown.